Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited varied ranges in shock impedances during implant. A cautery grounding patch was applied to the upper portion of the patient's back. The cautery unit was turned off and the impedances normalized. The cautery unit was turned back on and the varying impedances returned. This product was implanted and remains in service. No adverse patient effects were reported.